Event description:
It was reported that blood had flowed above the control-a flow regulator on clearlink system extension set. The customer stated the extension set was connected to an unspecified secondary line. The entire setup was connected to an unspecified primary line.. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.